Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited multiple high shock impedance measurements up to 260 ohms. No values were reported to be out of range. Testing of the system was unable to reproduce such shock impedance conditions, however, when the patient touched the can during isometric movements, varying amplitude morphology measurements were observed. The physician decided to turn tachycardia therapy off and send the patient home. Further testing will be performed at a later time. The s-ICD remains in service and no additional adverse patient effects were reported. Additional information provided from the field indicated the patient was brought back in and a test shock, which was performed to confirm the integrity of the system. A 65 joule (j) shock was delivered successfully; however the impedance measurements were still on the higher end at 92 ohms. Surgical intervention was then performed, and the s-ICD system was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. The device was put through and passed returned product testing, this involves a series of diagnostic testing that verifies the performance of the pacing, sensing, shocking, and recording functions of the device, no anomalies were observed. The field allegations made against the device could not be confirmed through product testing. However, analysis did identify a high current drain with the device. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited multiple high shock impedance measurements up to 260 ohms. No values were reported to be out of range. Testing of the system was unable to reproduce such shock impedance conditions, however, when the patient touched the can during isometric movements, varying amplitude morphology measurements were observed. The physician decided to turn tachycardia therapy off and send the patient home. Further testing will be performed at a later time. The s-ICD remains in service and no additional adverse patient effects were reported. Additional information provided from the field indicated the patient was brought back in and a test shock, which was performed to confirm the integrity of the system. A 65 joule (j) shock was delivered successfully; however the impedance measurements were still on the higher end at 92 ohms. Surgical intervention was then performed, and the s-ICD system was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited multiple high shock impedance measurements up to 260 ohms. No values were reported to be out of range. Testing of the system was unable to reproduce such shock impedance conditions, however, when the patient touched the can during isometric movements, varying amplitude morphology measurements were observed. The physician decided to turn tachycardia therapy off and send the patient home. Further testing will be performed at a later time. The s-ICD remains in service and no additional adverse patient effects were reported.